Event description:
The patient was revised because of osteolysis and wear of the glenoid.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the as400 found total pieces were released for distribution on october 03, 1997. A search of the complaint database found no prior reports for this part and lot number combination. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 11 years of implantation. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers this investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the compliant will be reopened.